Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Serial number was not provided by the customer.

Event description:
Customer reported that the unit would not do anything once installed. No patient or user harm was reported.